Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code (B)(6) was used to capture the surgical intervention.

Event description:
It was reported that one day post implant this right atrial (ra) lead dislodged . The patient had also developed exit block following implant. Surgical intervention was performed and the ra lead was repositioned. The ra lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that one day post implant this right atrial (ra) lead was revised for an unknown reason. It was noted that the patient had also developed exit block following implant. The ra lead remains implanted and in service. No additional adverse patient effects were reported.